Event description:
It was reported that the customer's insulin pump had low battery life. The customer's batteries were lasting for one week. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Unit had constant failed battery test alarm after battery insertion due to corroded battery tube. Unable to test the operating currents and low battery alarm due to failed battery test alarm. Unit had minor scratched display window, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.